Event description:
Patient was revised to address a loose tibial tray. Poly wear and osteolysis were also reported.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The products lot codes required to search the complaint database by manufacturing lot code were not provided. The investigation could not draw any conclusions about the reported implant loosening and polyethylene wear based on the info provided. It was noted the products were implanted for approximately seventeen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.